Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation. The returned sample did not meet specification as received by covidien. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the cord had been cut off of the device before pmv received the product and the clear insulation was damaged. The customer reported that the device did not activate. The reported condition was not confirmed. The sample was received with the cord cut off. The cord was not returned. The remaining cord on the sample was too short to splice a cord onto. No functional testing could be performed. The customer is advised to return the sample intact so a complete evaluation can be performed. An additional failure was found during the investigation. The additional findings did not contribute to the reported condition. The sample failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported the device did not activate. They opened another device and successfully used it for the intended colon resection. Upon return for investigation half of the clear insulation was missing and was not returned. Additionally the device failed hi-pot testing. The location of the missing insulation is unknown.